Event description:
It was reported that the patient was experiencing symptoms and a long pause after anti-tachycardia pacing was delivered from the cardiac resynchronization therapy pacemaker (crt-p). The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.